Event description:
Patient reported she has experienced 3 e4 (occlusion) error messages in the last three days. Patient stated on (B)(6) 2013 at 11 pm, an e4 displayed. Patient reported going to sleep after changing the infusion set and on (B)(6) 2013 at 8:30 am her blood glucose level was 420 mg/dl and the infusion site was wet. Patient reported she changed the whole infusion set again and 2 hours later her blood glucose level was 497 mg/dl; patient had no chest pain or symptomatology. Patient stated on (B)(6) 2013 she went to the ER after receiving an e4 and received treatment with serum therapy; the infusion device remained connected. Patient's normal blood glucose level was not provided. Patient reported ketone bodies were found. Patient stated she was kept under observation for some hours until her blood glucose levels normalized. Patient reported that afternoon she was sent back home with a blood glucose level of 200 mg/dl. Patient stated on (B)(6) 2013 her blood glucose level was 87mg/dl at 9 am and after a while 120 mg/dl. Patient reported while attempting to deliver a breakfast bolus, e4 displayed, and after solving the error message by changing the infusion set patient called for assistance. Patient stated the infusion device is currently working properly. No further information is available. No product return was requested.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.